Event description:
It was reported that during an implant procedure, after the right ventricular (rv) lead was implanted, the patient's blood pressure dropped along saturated pulse oxygen level. Pericardial effusion was confirmed and drainage performed. A perforation in the ventricle was noted. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).